Manufacturer narrative:
An event of patient death on the same day as the amulet device was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging for the case was received and reviewed by abbott medical affairs. This review found that the amulet implant was consistent with the instructions for use. Since a post-mortem analysis was not received, it was not possible to state with certainty what caused the patient's demise. However, the proximity of the pulmonary artery to the left atrial appendage and the amulet lobe's orientation are suggestive of pulmonary artery injury as the most likely mechanism. The patient's death appears to be procedure related. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1056 - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. Prior to the start of the procedure, a small pericardial effusion was noted, but it did not grow during the procedure. The size of the device was obtained based on the width and depth of the left atrial appendage. Heparin was administered to maintain an activated clotting time (act) between 250 and 300 seconds. The amulet occluder was successfully deployed under cineangiography and transesophageal echocardiographic guidance. The implantation was assessed using the close criteria. The device was released from the delivery cable. Following the procedure, the patient was transferred to post-op in good condition. On transthoracic echocardiogram (tte), a small pericardial effusion was noted, but there was no change from pre-procedure. A second tte was later obtained to ensure that there was no change. Later, the patient ambulated to the bathroom, and upon returning to room felt dizzy and became unresponsive. Cardiopulmonary resuscitation (CPR) was initiated, and code blue was called. The patient was intubated and multiple rounds of epinephrine, atropine, and bicarbonate were administered. A large pericardial effusion with cardiac tamponade was noted, and a pericardiocentesis was performed at bedside. After attempts at CPR, there was no cardiac contractility, and time of death was called.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.